Event description:
It was reported the device displayed error code 1270 and has a bad air detector. No patient injury was reported.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on (B)(6) 2022 via email. And attached to complaint object. The event did not occur, while in use with the patient. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be in good physical condition. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be a defective microprocessor unit board and air detector. These components were replaced to resolve the issue. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4